Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. One photo was received from the field showing the deformed device outside of the patient. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025 , a 16mm amplatzer septal occluder was chosen for implant using a 8f amplatzer trevisio delivery system. During the procedure, the delivery catheter popped into the right atrium(ra) as the device was exposed and concurrently, the left atrial disc took form of cobra deformation. Therefore, physician removed the deformed device and rewired the occuder to prepare for reimplantation. Due to the deformation observed in the initial device, the physician chose to use a different device with no deformation issues. The procedure was completed using a 16mm amplatzer septal occluder. There was no angulation/kink observed on the delivery cable. It was also reported that there was no clinically significant delay during the procedure and patient remained hemodynamically stable throughout the procedure.